Event description:
It was reported that the pt was readmitted two days post-op with a rectal bleed. Several sutures were needed to obtain hemostasis. The surgeon reported that the bleed (1 liter blood loss) was from an area where he had some difficulty with the coagulating shear. The original case was in 2004 and was a hemiorrhoidectomy. He reported that the generator was emitting the proper tone while the cs14c was clamped on one of the piles, but the instrument did not seem to transect the tissue. He stopped the instrument, asked that the variable selection be changed from 3 to 4. The cs14c was reapplied to the pile, activated, and transected the pile.